Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported on (B)(6) 2013 at 9:56 am her daughter activated a new pod and her history is as follows: time: 9:58 am, blood glucose (mg/dl): 326, cho (g): bolus (u): 2.00; 10:58 am, 261; 12:36 pm, 73; 12:54 pm, 103, 75, 6.25; 2:51 pm, 99; 3:30 pm, 137; 5:47 pm, 67; 6:12 pm, 68; 5:32 pm, 84; 6:26 pm, 193, 94, 9.25; 8:20 pm, 149; (B)(6) -12:04 am, 246; 3:01 am, 257; 7:34 am, 282, 46, 7.0; 9:32 am, 250; 11:33 am, 106, 75, 6.25; 1:02 pm, 324; 3:14 pm, 385. At 3:36 pm the pod was deactivated and discarded. Upon removal she noticed the cannula had come out of the infusion site.